Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ white particles observed on the device. ¿ crease flat observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d6b, d9, e1, h3, h6

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii-IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii- IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii- IV.

Event description:
Healthcare professional reported capsular contracture, baker grade iii- IV. This record is for right side. Device remains implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii- IV. This record is for right side. Device remains implanted.